Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the reported driveline damage was confirmed through the evaluation of the submitted photo. However, a root cause could not be conclusively determined through this evaluation. The account reported the patient's driveline showed multiple tears exposing the wires within. The submitted photo showed the outer silicone jacket to be torn exposing the bionate layer within. No wires were observed via the photo. The account reported there were no alarms as a result of the observed damage and repaired all tears with rescue tape. No other issues were reported and the patient was asymptomatic. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a large tear with wires exposed very close to controller. Vad coordinator (vc) thought the patient needed clamshell for safety. The whole area was rescued taped. There were multiple smaller tears higher up the driveline that was rescue taped. Patient had no alarms. A clam shell could not be used to address the issue. Customer was advised to place rescue tape, which was done. Both clinical specialist and abbott did not feel there was need for clamshell as there were no alarms.